Event description:
The facility's clinical nurse manager reported to baxter (B)(4) that a flo-gard compatible blood set was assembled incorrectly. The clamp was oriented in a way that if inserted into the pump, the infusion would be going backwards. This was observed before use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). A sample was not received for this report. However, there were 6 returned unused companion samples for the 11 reported occurrences. Visual inspection revealed that 5 of the samples had the slide clamp incorrectly assembled. The other sample was correctly assembled and had no other non-conformances. The six retained samples available at the plant were checked. The issue was not confirmed on the retained samples. The root cause may be attributed to an operator error in incorrectly assembling the slide clamp of the involved sets. This issue has been escalated to CAPA. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number.